Event description:
During delivery of cardioplegia solution, the line pressure displayed was 150 mm hg. The pump system then alarmed (audible tone) and the pressure displayed was 888 mm hg. The display screen then went blank and had to be reset. There was no patient injury as a consequence of this event.